Event description:
It was reported the pt's programmer is displaying a "warning ipg battery low" message. The longevity of the ipg was calculated to be 35.6 months. The pt has only been implanted for approx (B)(6). No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.